Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional device product codes: hwc complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported that during a trauma procedure for a hand fracture on (B)(6), 2023, the screwdriver was twisted and didn¿t function properly. The screw then stripped, and the surgeon broke the plate in an effort to remove the screw. There was a surgical delay of 10 minutes due to the event. The procedure was completed successfully with no consequence to the patient. No fragments were generated. No further information is available. This report involves one 1.5mm ti val condylar plate 2 holes hd-6 holes shaft. This is report 3 of 3 for (B)(4).